Event description:
I use a respironics CPAP ventilator unit, model 1051158, supplied with an integral respironics m-series heated humidifier, to treat my obstructive sleep apnea condition. At about 2am in 2009, this CPAP ventilator unit started to function erratically and shut down and also caused a very strong odor of overheated or shorted electrical components in the output air flow. The odor is still present inside the heated humidifier chamber of the unit after awakening. At the time of failure, this CPAP ventilator stopped providing medically necessary airway ventilation and the pressurization needed to manage my obstructive sleep apnea. I had to unplug it to prevent further risk of fire or electrical hazards. I contacted the local supplier the same day, and they arranged for me to receive a replacement unit from respironics the next day for a similar ventilator unit made by respironics. It is unclear if this recall is related to my specific CPAP unit. I have not been notified by companies that my CPAP unit has been recalled. Dates of use: 2008 - 2009. Diagnosis or reason for use: obstructive sleep apnea.